Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # isk053529.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging a cracked display on their one touch ultra 2 meter. The complaint was classified based on the initial call. The patient has stopped monitoring their blood glucose since (B)(6) 2011 due to a cracked display on their one touch ultra 2 meter. The patient however, continued to take their insulin on a regular basis and claimed that they had developed symptoms time to time due to the alleged issue of not testing their blood glucose. The patient mentioned that they developed vision impairment where their vision was yellow and they were seeing circles. The patient then self-treated with glucose tablets/ glucose gel. The patient did not seek any further medical attention due to the alleged issue. While troubleshooting, it was noted that the patient's test strips expired in march 2011. Using expired test strips may lead to false blood glucose readings. Also while troubleshooting, it was noted that this meter ( serial number) had been replaced due to a cracked display in 2010 and it is unknown why the patient is still using the same meter. Products was replaced and is being requested back. The complaint is being reported since the patient alleged that due to the cracked display, he was unable to test, developed symptoms and had to self-treat with glucose gel/ glucose tablets.